Manufacturer narrative:
(B)(4):the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy performed on (B)(6) 2011. According to the complainant, a polyp was removed from the cecum and bleeding occurred. A clip was then attached to the target tissue, but after closing, the clip failed to release from the catheter. The physician was able to manipulate the clip off the tissue and remove the device. The clip remained attached to the catheter. Reportedly, no tissue damage or additional bleeding occurred as a result of this event. The procedure was completed with another resolution ii clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device found that the clip assembly was damaged. Additionally, the bushing and capsule were found to be damaged. Functionally, the clip assembly was able to be deployed from the delivery catheter. The reported event of clip failed to release from the delivery catheter was not able to be confirmed as the clip was able to be deployed. However, based on the observed damage to the clip assembly, the device was most likely advanced over the raised duodenoscope elevator; therefore, the most probable root cause is use/user error. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, a polyp was removed from the cecum and bleeding occurred. A clip was then attached to the target tissue, but after closing, the clip failed to release from the catheter. The physician was able to manipulate the clip off the tissue and remove the device. The clip remained attached to the catheter. Reportedly, no tissue damage or additional bleeding occurred as a result of this event. The procedure was completed with another resolution ii clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.